Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency medical services for low blood glucose on (B)(6) 2022. Customer experienced both high and low blood glucose. The customer¿s blood glucose level was 400 mg/dl for high blood glucose and 40 mg/dl for low blood glucose. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with insulin drip. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that insulin pump had cracked retainer ring and the reservoir was unable to lock in place. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated.

Event description:
Customer reported that her retainer ring was clear and intact but the reservoir did not feel secured. There was a crack in the retainer ring. Reservoir was unable to lock in place when inserted into pump. There was no harm mentioned for on (B)(6) 2022. Customer did mention having issue with blood glucose going from 400s to 40mg/dl within an hour. Customer said emergency medical service was called and she went to the emergency room on (B)(6) 2022 for low blood glucose of 40mg/dl and dropping. She fell and had a concussion and 2 fractured ribs. She was given intravenous fluids for the low. Please see (B)(4) for documentation of the low on (B)(6) 2022. Please see (B)(4) for the high documentation for on (B)(6) 2022. It is unknown if pump was used on march 14, 2022. Customer uses competitor's sensor. Auto mode was not used.